Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the stent is damaged 1mm and 5mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27jun2019. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 2.50 rebel stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.